Event description:
Edwards received notification that a (B)(6) patient with a valve model 3300tfx21mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of five years due to degeneration with severe restricted leaflet motion leading to severe stenosis (peak-to-peak gradient 50 mmhg). The patient presented with dyspnea due to mild-moderate exertion associated with two presyncopal episodes. A 23mm sapien3 valve was implanted within the existing edwards surgical device successfully. The patient was discharged home.

Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including the patients combined history of atrial fibrillation, dyslipidemia, hypertension and coronary artery disease.